Manufacturer narrative:
The event of lymphoma-alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information is not available, and further follow up cannot be performed. Reason for reoperation: lymphoma-alcl suspected.

Event description:
Patient representative reports large cell anaplastic lymphoma associated with breast prosthesis, and the "case was atypical". The side is unspecified. The status of the device is unknown. Biomarkers were not provided.